Event description:
Our rep is reporting to us that during an arthroscopic knee procedure (scope, partial lateral menisectomy) with the use of an fms solo pump for fluid management, there was some extravasation that was noticed at the end of the surgery. Although the procedure was concluded successfully, when they were applying dressing, they noted that there was swelling (extravasation) down to the bottom of the calf. Measurements of the affected area were taken, leg was elevated and iced which rendered noticeable decrease in the edema, close observation during post ¿op recovery and follow-up phone calls with patient were conducted with the patient reporting continued decrease in calf edema. For prognosis, they anticipate no adverse effects.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received, and was evaluated and tested extensively. Visually it is noted that the device was received in fairly good cosmetic condition; there were some minor chassis scratches, and some damage that the sender had noted was caused while they were packaging the device for return to the service center. Functionally and electronically, the device functioned well within its design and manufactured parameters; could find no fault with the fms pump. We cannot discern the underlying cause for the reported issue; the root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.